Manufacturer narrative:
2017 improper or incorrect procedure or method (failure to follow steps / instructions and excessive force). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending artery that is 90% stenosed. A ht balance middleweight universal ii guide wire became jailed under a deployed stent. The guide wire's tip separated when the device was withdrawn forcefully. The tip was left embedded under the stent in the patients anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use. The electronic instructions for use (IFU) for guide wire hi-torque guide wires for ptca, pta stents, with ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Additionally, do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, the reported IFU violation of jailing the guide wire under the stent, and the force used to remove the guide wire against resistance does appear to have caused or contributed to the reported complaint as it is likely that the technique and/or the guide wire was not pulled back before stent deployment caused the reported jailing/entrapment of the guide wire tip under the stent implant. Further manipulation or force against resistance to free the guide wire ultimately led to the tip separation the investigation determined the reported entrapment of the device, guide wire separation and embedding of the device in the tissue or plaque appears to be related to user error. In this case, it is likely that the technique and/or the guide wire was not pulled back before stent deployment caused the reported jailing/entrapment of the guide wire tip under the stent implant. Further manipulation or force against resistance to free the guide wire ultimately led to the tip separation which was left embedded under the stent in the patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.